Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Investigation of the device data shows that the first priming sequence ran 47 pulses and deactivation occurred at 2017 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would indicate a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 310 mg/dl.